Event description:
The event is reported as: the circuit was melted at the wire outside of the ventilator circuit. No patient injury reported.

Manufacturer narrative:
Eval method: DHR review was performed. Results: DHR review showed no issues or discrepancies which could potentially relate to this complaint. Visual examination confirmed complaint. Conclusions: CAPA (B)(4) was opened for heated wire circuit issues of damaged wires outside the circuit.